Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2018 - 04431.

Event description:
It was reported patient¿s left hip was revised approximately one month post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. An xlpe liner and cocr femoral head were returned for review. Visual inspection of the liner identified several points of damage to exterior spherical surface in the form of gouges, nicks, and scratches. Visual inspection of the head identified scrapes and scratched across the articular surface. No damage was observed on the tapered hole. Review of operative notes dated (B)(6) 2018 confirm that the patient underwent closed reduction of the hip due to recurrent dislocations. DHR was reviewed for deviations and / or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.